Event description:
The customer reported that during a gastrectomy, the device was applied to tissue and the jaws could not be re-opened. This occurred mid-way through the procedure. The surgeon removed the device by dissecting the tissue directly adjacent to the jaws using a surgical scalpel. There was no pt injury.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.